Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.